Event description:
It was reported that the patient presented with an acute myocardial infarction and was taken to the cath lab for stenting of a lesion in the left anterior descending (lad) artery. The 2.5x15mm mini vision was taken to the lesion, but the balloon failed to inflate. The device was removed without issue and another stent was deployed in the lesion. There was no adverse sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini vision stent delivery system (sds) noted blood on the balloon and shaft and contrast on the shaft. The stent implant was stationary on the balloon between the markers. The balloon was tightly folded. This is all consistent with the catheter preparation and the sds advanced into the patient anatomy. There were stretched struts in the first row of the distal end of the stent implant. Since there was no mention of any stent damages during inspection prior to use, the observed stent damage was most likely due to interaction with the lesion and/or accessory devices. Factors that may contribute to difficulty to inflate include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device and accessory device support, inflation device connection, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, contrast mixing ratio and/or contamination in the inflation lumen and inner diameter of the shaft. Return of the inflation device used during the procedure may have aided in the determination of cause. A new indeflator was filled with contrast medium; diluted 1:1 with colored water and was used to inflate the balloon to rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted. The reported inflation difficulty could not be confirmed. In this case the conclusive cause could not be determined. A review of the finished product lot history record revealed no nonconforming material records associated with this lot indicating that all lot acceptance testing met specification. A query of the complaint handling database revealed no other similar incidents reported for balloon inflation issues. All stent delivery systems are visually inspected and leak tested. Additionally, a sampling of units is destructively tested to verify rated burst pressure.